Event description:
It was reported that the patient received multiple "inappropriate" shocks for t-wave oversensing on the right ventricular lead. The lead sensitivity was reprogrammed to a less sensitive setting to prevent oversensing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.